Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index surgical procedure date and name of the index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? On what post-operative day did the suture break? Was there any precipitating stress factor for the suture breaking? Was medical or surgical intervention performed for the broken suture? If reoperation was performed, what was the appearance of the suture during reoperation? Where was the location of suture breakage, i.e., end, middle? Lot # other relevant patient history / concomitant medications what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent unknown procedure on unknown date and suture was used. The patient was readmitted due to the suture breaking post procedure. The current condition of the patient is unknown. Additional information has been requested.